Event description:
The manufacturer received information alleging a trilogy evo benelux device displayed a ventilator service required alarm. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party 's service center the customer's complaint was confirmed. An evt_battery_not_charging_fault error was documented. The technician recommended replacing the device's system board to address the issue. Additionally, the device's air foam inlet filter, particulate filter, and muffler will be replaced due to the 4-year pm procedure. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.